Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes, the stopper couldn't be removed from the cap therefore the uncapped tube enters the analyzer, and the sample needle was blocked from filling the sample. This caused damage to the sample needle, instrument downtime malfunction as well as causing financial loss to the department on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). Investigation summary: bd received one photo for investigation. The analysis of the customer photo showed closure separation, where the stopper remained within the tube while the hemogard shield was removed. Additionally, 29 retained samples underwent functional tests, with results showing that none of the samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation based on photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.